Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The customer service engineer observed the smoke. The source of the smoke was isolated to a direct current power supply. The direct current power supply was replaced. The analyzer is performing according to specifications. No further action required.

Event description:
The customer contacted the siemens customer care center (ccc) to report smoke coming from the dimension vista 1500. The fire department was contacted due to the concerns about the smoke. Patient samples were transferred to alternate analyzers for processing. There are no known reports of patient intervention or adverse health consequences due to the smoke.